Manufacturer narrative:
The reported event of could not remove the atrial lead from the connector was confirmed. Analysis revealed there was blood accumulation in the a-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. This blood prevented the removal of the lead. The setscrew had no effect on lead removal since it had been untightened and removed by the physicians. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.

Event description:
During a device replacement procedure due to elective replacement indicator (eri), while attempting to explant the device, the right atrial (ra) lead was unable to be removed from the device header. The ra lead was cut and the device was explanted and replaced to resolve event. The patient was stable with no consequences.